Manufacturer narrative:
(B)(4).the scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a proximal circumflex artery. The patient presented with a st elevated myocardial infarction (stemi). Pre-dilatation was performed with an unknown 2.5 x 20 mm balloon catheter and a 3.0 x 20 mm balloon catheter at 14 atmospheres (atm) for 90 seconds. A 3.5 x 28 mm absorb scaffold was implanted. The scaffold balloon was pressurized two additional to 16 atm for 90 seconds for post-dilatation. The patient received effient and aspirin for 12 months post implantation. On (B)(6) 2016, the patient returned to the hospital due to a control angiography and an aneurysm was observed. A 3.5 x 15 mm non-abbott stent was used to treat the aneurysm. Aspirin and plavix were administered for 6 months post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The reported patient effects of dissection and aneurysm, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: balloon material extending beyond the proximal edge of the scaffold may have contributed to injury/ dissection. On follow-up angios there is an aneurysmal segment that may correspond to the area that was injured either during predilatation or during scaffold deployment. In the late films, on (B)(6) 2014 post scaffold placement, there is luminal irregularity at the proximal edge and within the proximal scaffold. It is difficult to determine where this starts because the scaffold markers cannot be visualized. This irregularity may have occurred with scaffold deployment as an edge dissection. There appears to be balloon outside of the proximal edge of the scaffolds. This may have contributed to the injury/dissection seen on (B)(6) 2016 films. Oct images from (B)(6) show intraluminal struts in a large irregular lumen(greater than 4.5 mm) within the proximal scaffold that corresponds to the aneurysmal area. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Based on cine review an edge dissection may have occurred during deployment of the scaffold.